Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to omsc for evaluation, therefore omsc could not investigate the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the information from olympus china, there was the possibility that this phenomenon was attributed to the aging degradation of the subject device by long term use, or the not firmly connection of the videoscope due to the failure of the locking mechanism of the video connector socket. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The service department of olympus (B)(6) checked the subject device and found that the image was not displayed. Also, the service department of olympus (B)(6) found that the failure of the video cable connector. There was no report of patient injury associated with this event.